Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during shaft leak or irrigation leak testing. Additionally, fluid flowed outside of the irrigation tubing and into the tygon tubing just proximal to the handle. Further investigation revealed that the catheter shaft and spine had been fractured just proximal to electrode 2 which allowed the distal tip to be detached from the catheter shaft with light manipulation, consistent with the damaged electrode ring 2, adhesive failure at the shaft/distal tip transition, optical fiber fracture in fibers 1-3, fractured thermocouple and electrode wires, failed shaft and irrigation leak tests, fractured irrigation tubing and fluid ingress. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the leak and fractured shaft material remains unknown.

Event description:
This report is to advise of a leak and fracture noted in the catheter during analysis.